Event description:
On october 17th, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving from his dario meter a bg reading of 266 mg/dl. The user then retested with a new test strip and received a bg reading of 216 mg/dl. The user tested a third time with yet another new test strip and received a bg reading of 166 mg/dl. The user stated that all three bg tests were performed within a span of a minute between each test.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, the user contacted dario by replying to one of the emails sent to him to inform that his issue had resolved. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.